Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted the caller in resetting the pump, and advised that the customer could continue using the pump, instructing the caller to reach out if the malfunction code reappeared, which the caller understood and acknowledged.